Event description:
Medtronic provided the following information: it was reported that during a cardiac ablation procedure, a ventricular fibrillation event occurred upon completion of a single radiofrequency delivery. External defibrillation was required to treat the ventricular fibrillation. The case was completed. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event. The biotronik serial number was unable to be obtained. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.